Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. The device involved in the complaint was returned by the customer for evaluation. Once the investigation is completed a follow up report will be filed. Ref e-complaint: (B)(4).

Event description:
Review of repair log (B)(4). Per repair authorization form: "when using foot pedal cutting for leep did not work. No prior problem." Reference e-complaint: (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. The device involved in the complaint was returned by the customer for evaluation. Once the investigation is completed a follow up report will be filed. Ref e-complaint (B)(4). 10/6/17 update: investigation: analysis and findings: a review of the 2 years complaint history reveals similar issue. The complaint unit, quantum2000 electrosurg., p/n-909075 and serial# (B)(4), was received without any issue. The repair tech had tested all output and found ok to qa specification. The complaint unit was working fine. The complaint condition was not confirmed after evaluation. No further action required at this time. Corrective actions: correction and/or corrective action the complaint was not confirmed. No defect found with the complaint unit. The unit was returned back to the customer. Reason: this is not an assembly issue. Was the complaint confirmed? No.

Event description:
Review of repair log (B)(4). Per repair authorization form: "when using foot pedal cutting for leep did not work. No prior problem." Reference e-complaint-(B)(4).